Event description:
It was reported that the patients ipg in the right lower abdomen was causing pain by rubbing against the rib. The patient underwent a revision procedure wherein the ipg was moved down slightly and further to the right. The patient was doing well postoperatively. The ipg remain implanted in the patient and in use.